Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the business partner. It was reported that the patient lost spinal fluid and was taken by ambulance and had emergency surgery; catheter line stopped up and wasn't getting medicine out of it; it had pull out of his back. It was reported that on an unspecified date in (B)(6) 2016, after starting the products, the catheter line stopped up and the patient "wasn¿t getting medicine out of it." It was reported that on an unspecified date, the catheter was spliced and a new end was put on. On (B)(6) 2016 (also noted as the patient's third surgery), the catheter was again spliced. On an unspecified date (presumed (B)(6) 2016), the catheter was pulled out of the patient's back, the patient lost spinal fluid, was taken by ambulance and underwent emergency surgery (presumed with proximal revision kit, model # 8596sc). On (B)(6) 2016, the physicians "replaced everything." No further complications were reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(6), product type: catheter.

Event description:
Information was received from a patient who was receiving fentanyl and baclofen at unknown doses and concentrations via an implantable infusion pump for non-malignant pain. It was reported that after they put the patient's new pump in the catheter line stopped up and the patient wasn't getting medicine out of it. The patient reported they had 4 surgeries. It was reported they went in and spliced the catheter and put a new end on. (B)(6) 2016 was the third surgery where they spliced it. The patient reported the catheter pulled out of their back and they lost cerebrospinal fluid and had to be taken by an ambulance to have emergency surgery. On (B)(6) 2016 they replaced the entire system. No further complications were anticipated/reported.